Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console had generated an unable to update timing alarm and the waveform readings disappeared. The fluid lumen of the iab had been capped and there was no other arterial source. The need for an alternate arterial line was explained, and the customer located the necessary cable for when the radial is put in. It was later reported that the radial arterial waveform was fine on the console. The customer noted that the issue occurred when the patient had bent their leg while turning on their side. There was no patient harm or adverse event reported.